Event description:
Staff alleged that the mattress had fluid engress. No injury reported.

Manufacturer narrative:
Facility alleged that the old mattress had fluid engress and they threw it away. No follow up can be completed, as the mattress has been discarded.